Manufacturer narrative:
This report is filed august 29, 2016. Implanted device remains.

Event description:
Per the clinic, the patient experienced a migration of the electrode array resulting in a loss of clinical benefit. The implanted device remains.